Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an aortic aneurysm on an unk date. Aneurysm and vessel morphology were not reported. It was reported that during a f/u approx three months ago, it was discovered that the left common iliac artery had an occlusion. No further info was provided. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (arterial occlusion), lack of info (unk cause of occlusion, aneurysm and vessel morphology were not reported).